Event description:
It was reported that approximately one year ago, while performing a percutaneous coronary intervention, a dissection occurred. It is unknown if any treatment was performed; however, the patient is reported to be well. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date - estimated. There was no reported product deficiency. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.